Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver unspecified medication. The option-lok male adapter of the tubing set was connected to the female adapter pt's IV catheter. It was reported that during delivery of an unspecified medication via IV push, the option-lok male adapter disconnected from female adapter of the IV catheter and an unspecified volume of solution leaked. Au unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to the pt. No medical interventions were required. Though requested, no add'l info was provided.